Event description:
It was reported that during a ptca procedure, the physician had successfully wired the lad and the diagonal. While attempting to wire the rca, the tip of the wire became curied. The physician was able to advance, but felt resistance during pullback and was unable to remove the wire. A balloon was advanced on the wire in an attempt at removal. The wire was evenually removed, however, the coating appears to be coming off the tip. Patient status is listed as "okay".